Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest cgm value of 401 mg/dl while using an inset infusion set on the abdomen with a dexcom g7, noting site adhesion issues related to heat and sweat, occasional bent cannulas, and rises in glucose around supply changes; the user later disconnected from the ilet and administered two manual insulin injections, after which glucose was 144 mg/dl. Symptoms included confusion/disorientation, lethargy, and increased urination. Outcomes include unexpected medical intervention. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings, with the medical device problem and device component not determinable from the available information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.